Event description:
Mild to severe necrosis leading to infection of subcutaneous tissue in normal post-operative seromas was indicated on at least six pts following surgery and application of mastisol. All pts responded to antibiotic treatment and surgical management without sequelae.